Event description:
Report received from the USA stating that during pre-testing the motor device was "heating up." The reporter stated that there was no delay to the start of the surgery as they had another identical motor device available. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The motor device was tested and passed all manufacturing specifications. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent.